Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys hcg test system (hcgstat) on a cobas e 411 immunoassay analyzer (e411). The first sample initially resulted with an hcgstat value of > 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and repeated, resulting as 114.4 miu/ml. The 114.4 miu/ml value was reported outside of the laboratory and the doctor questioned the value since it did not agree with the patient's ultrasound result and the fact the patient is pregnant. The doctor requested for a new sample to be collected from the patient. The second sample was collected from the patient and tested, resulting with an hcgstat value of 2538 miu/ml. The 2538 miu/ml value was reported outside of the laboratory. The first sample was repeated and the result was 4353 miu/ml. Both the first and second samples were repeated on a second e411 analyzer, with both resulting as > 10000 miu/ml accompanied by a data flag. The repeat results from the second e411 analyzer were believed to be correct and the patient reports were corrected. The patient was not adversely affected. Two additional samples tested around the same time were repeated and the results matched. The hcgstat reagent lot number was 248675, with an expiration date of 30-sep-2018. The field service engineer could not determine a cause. He replaced the measuring cell, sipper probe, and pinch valve tubing. He ran performance testing and this passed. He ran calibration and controls; these passed. The customer had no further issues after these service actions. The investigation was unable to find a definitive root cause.